Event description:
It was reported that the system 9600emi would not operate as a fluoroscope. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that a wire at the lemo connector was loose. The wire at the connector was repaired. The system was tested and found to be working as intended and placed back into service.